Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6)2010, the pt was implanted with an scs system. Pt developed a dvt (deep vein thrombosis) post op (less than a day after) at the hospital. The pt was given coumadin and the hematoma was surgically removed. The nurse placed an ivf in the pt and the pt developed another hematoma. The physician removed the second hematoma surgically. The pt was then diagnosed to be paralyzed from t8 down. The pt is getting better and showing improvement daily and is waiting to see if he regains full sensation in his lower body.